Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that patient has static noise in her head since the surgery (B)(6) 2010, that is present whether she wears the speech processor or not. She has had pain at the implant site since the surgery. In (B)(6) 2010, the ci audiologist reduced the strength of the magnet on the coil. The patient also complaints of poor performance with the implant, even after multiple mapping changes. She also claims to only hear high pitched sounds and no low pitched sounds. The external equipment has been exchanged but without any success. All indications are that the device is functioning within normal limits. It is believed that the abnormal sounds are not coming from the device itself, but are medical in nature. It is thought that the pain is most likely due to scar tissue. Per the clinic, the patient is due to be explanted and re-implanted. But no date for surgery has been scheduled yet.